Manufacturer narrative:
The reported event of backup vvi was confirmed. The device was tested in the laboratory, and damage to the device¿s high voltage charging circuitry was found. Review of the device image showed that the device entered backup vvi shortly after the device performed a high voltage charge. The cause of backup vvi appeared consistent with hybrid damage that occurred from the high voltage charge.

Event description:
It was reported that the device was found to be in back up vvi mode while in the box.